Manufacturer narrative:
The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Based on the information available, the reported device damaged by another device was due to user technique/procedural conditions as another clip interacted with this already implanted clip dislodging it from the anterior leaflet. The single leaflet device attachment (slda) was a cascading effect of the reported device damaged by another device. The reported unchanged mitral regurgitation was a result of the reported slda. The reported patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report damaged by another device, single leaflet device attachment/slda, surgical intervention, prolonged hospitalization, it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 91126u122 ) was advanced to the mitral valve, and the clip was deployed. A second cds (00316u281) was advanced to the mitral valve to further reduce mr; however, the clip interacted with the first clip. The first clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). The second cds was removed with the clip attached, and the procedure was aborted. One clip was implanted, and mr was 4+. The patient remained hospitalized to undergo surgery for a mitral valve replacement. The surgery was successful and the patient is stable. No additional information was provided.